Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was disconnected from the pump. The customers blood glucose level was 358 mg/dl. The customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.